Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump battery compartment was observed to be cracked below the pump bumper pad. The battery cap was not returned, however, a test cap was able to secure to the pump for testing. The pump display screen was noted to be discolored with a pinkish contrast.

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display was discolored and the battery compartment was cracked. This report is made based on the investigation completed on (B)(6) 2015.